Manufacturer narrative:
(B)(4). (B)(6). During the investigation, it was determined the failure was caused by a reportable malfunction. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a initial procedure that a thin metal shaving came away from the thread of the screw as it was inserted into the patient. The shavings were retrieved from the patient. It was reported that no further information is available.